Event description:
It was reported that the device overheated during testing. There were no adverse consequences reported.

Manufacturer narrative:
The device could not be repaired and was therefore scrapped.